Event description:
Eight months ago rptr sent a letter with a complaint about gross malfunctioning of a blood pressure monitoring device. During an incidental review of files a few days ago rptr realized that they had not received a response from the co. Because of the potentially serious general implications of rptr's experience rptr is bringing it to FDA's attention at this time. Following left arm arthroscopic surgery during which rptr's blood pressure was found to be moderately elevated, they used device to monitor their blood pressure at home and in the office. Because of measurements up to 210/125 rptr was prescribed a beta-blocker which they took for one week. During this time their blood pressures fluctuated between high to normal. Rptr then compared the pressure measurements obtained with device with those of several different instruments used in their office and the office of their internist which showed that instrument consistently gave much higher readings with the magnitude of the differences varying considerably. For the last 10 days, after discontinuation of the beta-blocker, rptr's blood pressures have been completely normal (around 130/80) with their office instruments while device still gave abnormally high readings (up to 190/110). Rptr's internist and several colleagues with special interest in hypertension have told rptr that the wrist devices are known to be unreliable. The entire experience has been very aggravating to rptr and their family, and has caused unnecessary exposure to medications and unnecessary lab testing. Rptr would like to request that supplier send them a different device (preferably omron 8990) that has been adequately calibrated and checked for reliability. Rptr would also like to ask supplier to bring this letter to the attention of the FDA.